Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Noise with no intervention.

Event description:
Patient had two episodes showing noise on the ra and rv lead. The ra lead is a st. Jude medical lead. Lead issue may be a direct result of a fall the patient experience days prior to the noise presentation. The patient is refusing replacement of the lead at this time.